Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp (omsc) for evaluation. Omsc could not review the service and manufacturing record (DHR) because the serial number was not described on the literatures. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On april 2nd, 2019, olympus medical systems corp. (Omsc) received a literature titled ¿treatment of renal stones with retrograde intrarenal surgery in a regional hospital¿. The literature reported that seventy procedures of the retrograde intrarenal surgery (rirs) were conducted using a non-olympus ureterorenoscope (richard wolf (B)(4)) or an olympus ureterorenoscope (urf-p5) with the unspecified ureteral access sheath (10/12 fr or 12/14 fr). Renal ultrasound and kidney, ureter and bladder (kub) were conducted in all patients fifteen and thirty days after rirs for hydronephrosis and residual fragments. Rirs in case of the kidney or rigid ureterorenoscopy in the case of the ureter were conducted for residual fragments. The literatures reported that complications occurred as follows; early abortion of the procedure due to gross hematuria: one case. Fever: seven cases. It was reported that all of the reported complications were not serious injury. The literature concluded that rirs is safe and effective treatment. Further detailed information such as the relationship between the subject device and all of the reported complications could not been obtained at present. Therefore, according to the number of the type of complications known and the number of olympus device used for procedure, omsc is submitting two medical device reports. This is a report on fever and two of two reports.